Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on 12/07/2016 stating that this lead noted mv oversensing events that leads to several imappropriate mode switches, 20 modes switches since september and some sorts of cyclic emi limited. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).